Manufacturer narrative:
Date sent: 4/7/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device clips are delivered accrossed. The device released two clips instead of one. Another device was used to complete the procedure. There were no adverse consequences to the pt.